Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.

Event description:
Device issue: loose stent. Time of device issue: during stenting procedure. Adverse event: none. It was reported that the 2.5x15 otw promus stent delivery system (sds) would not cross a mildly tortuous and mildly calcified lesion in the left ascending diagonal (lad). The sds was pulled back into the guiding catheter and the stent moved distally on the balloon. The sds was removed successfully and once outside of the pt's anatomy it was found that the stent was barely attached to the delivery balloon. It was confirmed that the stent had not dislodged from the balloon. There were no reported adverse pt effects. No add'l info was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.